Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. No serious patient harm or injury reported. The device was returned to the service center for evaluation. During evaluation of the device, the technician confirmed there was no visible foam particles found. The device was scrapped.